Manufacturer narrative:
Concomitant medical products: a meister (asahi intecc), an axcelguide (medikit, 5fr), and a progreat (terumo, 135cm / 2m) were used for this procedure. (B)(4). Conclusion: the device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The deltapaq becoming entangled with previous coils, unraveling and detaching could not be confirmed without product return or procedure films. The root cause of the event cannot be determined; however, procedural factors appear to have contributed to the event. The coil became anchored to the previously implanted coils, and subsequently unraveled and detached when attempting to withdraw the deltapaq from the coil mass. The root cause of the resistance felt with the presidio coils could not be determined; however, procedural factors or the non-codman microcatheter may have contributed. With review of the reported information and the device history records, there is no indication of any relationship of the events to the manufacturing process, with procedural factors impacting the event. Therefore, no corrective action will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of a sidewall 21mm height x 10mm neck x 14mm width sphenopalatine artery (spa) aneurysm, the physician experienced severe resistance while inserting two presidio coils (pc418093330 /g13140 and pc418175030/c13579) and a deltamaxx (cdx18104030/ c37064) became entangled with previously implanted coils, unraveled, and could not be removed from the patient. During insertion of the presidio coils through the progreat (terumo, 135cm / 2m), severe resistance was felt at about the middle of the microcatheter. The coils were withdrawn from the microcatheter with no report of damage to the coils. Next, a presidio 18 (17mm), presidio (17mm), deltamaxx (14mm), deltamaxx (14mm) and deltamaxx (10mm) were successfully implanted. The complaint deltamaxx was inserted next, without resistance within the microcatheter. It was reported that the microcoil was entangled with the previously implanted coils in the aneurysm while the physician was packing the microcoil into the aneurysm, and the remaining 15cm of the microcoil could not be inserted. The microcoil was stuck to the extent that the physician was unable to push or pull the coil, and the microcoil became unraveled. The physician attempted to carefully withdraw the deltamaxx together with the microcatheter, but the unraveled microcoil could not be recovered, and the coil prematurely detached during the coil recovery attempt. The procedure had to be completed with the microcoil remaining in the patient from the spa to the right internal carotid artery (confirmed by angiography). The parent vessel (spa) was embolized to more firmly fix the coil; therefore blood flow was shut down through that vessel. Due to the event, the procedure was delayed for 30 minutes. There was no change to the patient's condition after the surgery, and no adverse consequences were reported. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush had been maintained through the microcatheter at all times. The same microcatheter was used for the entire procedure. No visible damages were noted on the products prior to the events. Due to the fact that the patient was a (B)(6), the complaint products have already been discarded by the customer. No further information was available.